Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned to the distributor for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor:(B)(4): 08/20/2019, belt: (B)(4): 02/11/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Clinical review of the patient's download data reveals that the patient experienced an appropriate defibrillation event on (B)(6). Following device startup on (B)(6), the lifevest detected the patient's arrythmia of ventricular fibrillation (vf) at 20:44:01 on (B)(6). At 20:44:50, the patient received an appropriate treatment. The patient's post-shock rhythm was asystole. Following the treatment, clinical review of the patient's continuous ECG recordings, the patient never recovered a life-sustaining rhythm following the treatment. The patient was in asystole when the electrode belt was disconnected at 20:55:39. The patient subsequently passed away. Post-shock asystole is known and potentially adverse outcome of defibrillation therapy. The patient's monitor was returned and found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's passing.